Event description:
Additional information received notes that the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at normal range of operation level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.

Event description:
It was reported that a patient's pacemaker presented with overestimation of battery longevity measurement. No changes were reported. There were no patient consequences.